Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, using the fast fix, the t2 suture knot was loosened. Both t's were removed using tweezers. The procedure was completed with non significant surgical delay and was finished with a smith and nephew back up device. No further complications were reported.

Event description:
It was reported that during a meniscus repair surgery, using two (2) fast fix, the t2 suture knot were loosened. Both t's were removed using tweezers. The procedure was completed with non significant surgical delay and was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: additional information: b5 event description, and h6 health effect - impact code. H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image confirmed the reported batch number and product number. The anchors and suture are not with the imaged device. No physical damage visible. A visual inspection revealed two devices were returned as anticipated device 1 was returned outside of original packaging. The t2 anchor and suture were returned with the device. The t1 anchor was cut from the suture likely during removal from surgery. The suture knot was tightened down to the t2 anchor. Device 2 was returned outside of original packaging. No anchors or suture were returned with the device. No physical damage visible to the device. A functional evaluation revealed the actuator and actuator tip functioned as intended. There was no relationship found between the device and the reported event. The complaint was not confirmed, and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.